Event description:
Following focused ultrasound treatment for essential tremor patient experienced significant coordination difficulty and lack of refined movement.

Manufacturer narrative:
Coordination and movement issues are known side effect listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Manufacturer narrative:
No device malfunction detected. Treatment parameters were in line with the typical range. Coordination and movement issues are known side effect listed in the information for prescribers. This adverse event is related to a rare combination of events, which are related to the product's connection with the mr. All relevant events are described in the product risk analysis and there has not been an increase in the anticipated frequency of these risks. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment on the right side for left hand essential tremor, patient experienced significant coordination difficulty and lack of refined movement. A day after the treatment, the patient was admitted to intensive care rehabilation.